Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient noticed a white substance at the tip of the infusion set cannula which was blocking the flow of insulin on (B)(6) 2025. This obstruction resembles a plug and may affect the proper administration of insulin. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.